Manufacturer narrative:
Height: 155 cm. Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on: april 26, 2016. (B)(4).

Event description:
Reporter stated that an intensive care patient with septicemia renal failure was connected to a foley catheter and the device. Reporter stated that the device had been in use for fourteen (14) days when sediment was noted to be collecting in the tract before the non-return valve, and the urine flow had become slow. A photo was also received depicting the reported complaint issue. No further details were provided.